Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, rash, hives, erythematous, pruritic, tightening in the throat, swelling, bruised and soreness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the lips. Patient was massaged post injection. On the following morning, the patient woke up and had developed a rash with hives on their body and face. The patient went to the hospital where they were treated with loratadine and then discharged the same day. The hospital noted that the patient had an allergic reaction with rash on face and hands. The rash was first noticed on the hands and was very erythematous and pruritic. The rash then spread to the face and lips. Patient had been eating at the time and was not eating anything new or unusual. Patient feels some mild tightening in the throat and feeling some swelling of the tongue. On examination at the hospital, the patient appears comfortable with a maculopapular rash noted all over face and hands (both dorsal and palmar surface). There was no rash elsewhere and the tongue did not appear swollen. Heart sound dual and no murmur and the chest was clear. Patient was reviewed via (B)(6) the next day by another healthcare professional. Patient still had hives on the forehead with no other changes/concerning features. Patient had no new dermatological products/exposure. Patient demanded that fillers be dissolved. Patient called the clinic later complaining that their nose is sore and that hives come and go depending on duration between medication while being extremely anxious on the phone. The hives were apparent on frontalis only and their lips appeared slightly bruised with slight swelling. Patient was treated with hylase diluted with lignocaine 1% and a massage. Symptoms have resolved. Patient is concomitantly taking lovan.